Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed; but likely occurred. The additional evaluation findings were as follows: due to deformation of the scope cover, water tightness was lost, due to damage on the switch box, switch #2 did not work, due to wear of the angle wire, bending angle in the "up" direction did not meet standard value, the adhesive on the bending section cover had a chip, due to damage on the circuit board unit in endoscope connector, the distal end gets warm, the universal cord was sticky, the control unit had corrosion due to water leakage, the scope cover had corrosion due to water leakage, due to deformation of the forceps elevator lever, the "up/down" knob could not be locked securely, due to dirt on the objective lens, the monitor showed a white screen with no image, the scope connector had corrosion due to water leakage, the circuit board unit in the scope connector had corrosion due to water leakage, the investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope had a e315 scope error. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to fluid invasion of the scope connector while the user was handling the subject device. The fluid invasion caused an abnormality of electronic component; as a result, the error message was displayed. The instructions for use (IFU) state the following regarding the suggested phenomenon: "chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning ¿ never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk." "Chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning ¿ never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk" olympus will continue to monitor field performance for this device.